Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited elective replacement indicator (eri) alert; battery voltage reading showed 2.95v. A device image was successfully downloaded.